Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. (B)(4)

Event description:
The reporter indicated that a 13.7mm vicm513.7 implantable collamer lens of -4.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Pupil block with elevated iop and glares/haloes are observed. Cause of the event is unknown.